Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was experiencing issues adjusting the stimulation amplitude via the programmer. In an effort to resolve this matter a replacement programmer was issued to the patient. Follow- up on this matter found that the replacement programmer did not rectify the reported issue. In addition, the patient reported a sudden stop in stimulation. A diagnostic test found no issues with respect to impedance measurements. Surgical intervention was subsequently undertaken to explant and replace the patient's ipg. No further issues have been reported.